Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparotomy at the lower anterior resection of the rectum by laparoscopy, the device cut the tissue but did not staple. The staple line is also incomplete at the distal part. The procedure was converted to an open procedure due to device problem and new staple was used to complete the case. The patient stayed in hospital for 6 days instead of 3-4 days due to the device issue. The procedure was extended by more than 30 minutes due to device issue. The incision was extended by more than one inch.